Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse replaced the buffer valves to resolve the issue. (B)(6).

Event description:
The customer reported generating high patient results for na (sodium), k (potassium), and cl (chloride) on their au5800 chemistry analyzer. The erroneous patient results were not reported outside of the laboratory. There was no change to patient treatment in association with this event. Quality control was within the laboratory's established ranges before and after the event. The customer was unwilling to provide any data.